Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not respond when it was powered on during set up. The system also displayed an error message. There was no patient involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group deutschland (B)(4) a report that the s5 roller pump did not respond when it was powered on during set up. The system also displayed an error message. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.